Event description:
Recently, we were unable to pass things down our ercp scope during a procedure. At the start of the procedure, all was well but mid-way, we were unable to pass anything down the channel. With use of the spd borescope and after soaking and hours of ¿nudging it along¿, we discovered the small round sponge in the biopsy cap popped out and into the scope. We contacted the rep who stated that several campuses have experienced this but did not mention who they were in particular. It sounded like a ¿known problem¿ boston scientific hears about. During ercp, unable to instill contrast omnipaque via dreamtone. Upon further assessment, unable to pass any additional instruments via ercp button on working channel of scope. Ercp scope switched out and new ercp scope brought in and used successfully without much delay. Estimated delay time (including troubleshooting time) of 15 minutes. Post case, upon reprocessing of scope, endo tech noted "sponge" concluded to be part of "ercp button" was found lodged within same working channel. My lead tech and I then tested the biopsy cap and easily with the passing of a biopsy device, the sponge popped out. No force was placed just normal passage. We feel it is a high enough risk that we will be removing the sponge in our ercp procedures moving forward.